Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the initial reported condition of the device handpiece not working was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component failure from normal wear and a manufacturing issue. The manufacturing issue is in relation to the adhesive joint from the connector shell coming loose, which has been captured in a CAPA. A review of the service history record indicated that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device bearing was worn, the adhesive joint from the connector came loose and the device had heat. It was further determined that the device failed pretest for visual, break out box motor, temperature and connector loctite assessment. It was noted in the service order that the device handpiece did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.